Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is approaching time for device replacement. Most recent battery voltage was 2.956 volts on (B)(6) 2015. Elective replacement indicator (eri) had not been triggered. No patient alerts. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had been implanted for approximately two years and the longevity estimator is predicting 22 months remaining and is accurately predicting the remaining device longevity. This was reported as shorter than expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.